Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they found insulin in the reservoir compartment. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that they believed that the reservoir might have leaked. The reservoir will not be returned for analysis.